Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #:(B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that the patient plugged in the fan and was electrocuted. The patient's hand was burned and was very itchy. The patient believed that the trial stimulator caused the event.

Manufacturer narrative:
Additional information was received that the physician believed that the incident was not device related. No further information can be obtained by the bsn representative.

Event description:
A report was received that when the patient plug the fan and was electrocuted. The patient's hand was burned and was very itchy. The patient believed that the trial stimulator caused the event.